Event description:
As reported, the capsure fixation device deployed two fasteners at a single actuation. The device is intended to deploy one fastener with per actuation. There was no patient injury as it was alleged this found before use in the patient. If presenting in use it would result in a loose fastener in the body and may require intervention.

Manufacturer narrative:
As reported, capsure fixation device deployed two fasteners in a single actuation. The sample is not available for return. Without having the sample to evaluate, no definitive conclusions can be made. The instructions-for-use supplied with the device, state, ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed." Review of manufacturing records shows product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in (B)(6) 2023.